Event description:
Clinical study. Same case as 6000089-2006-02029. It was reported that 233 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Lesion 1 was a 3.5mm, 80% stenosed, 6mm portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 3.0mm, 100% stenosed, 25mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of two taxus express2 8.8% (3.00x28mm & 2.50x20mm) drug eluting stents in the target lesion with a 2mm overlap. There were no reported complications. The pt was discharged the next day on aspirin and plavix. Two hundred and thirty three days after the initial procedure, the pt required a tvr. The physician successfully implanted a johnson & johnson cypher stent in the dist rca to treat in-stent restenosis. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. A review of the mfg record for this particular batch shows the device met its material, assembly & product specifications. As no device was recevied for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.